Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the darwer was failed. A field service engineer confirmed with customer resolved this issue and there was no problem found. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed and not detected on bus. The customer stated that the malfunction occurred when user trying to issue medication for the patient. There was around 5 minutes delay in dispensing workflow since they need to take the medication from another station. There were no adverse events or injuries reported based on this event.